Event description:
It was reported by the customer that the device was displaying an illuminated service wrench and had error codes logged in memory that indicate a potentially critical failure. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The main pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed the error codes in the memory of the device. The troubleshooting led to digital signal processor (dsp) communication errors; however, the root cause of the reported failure could not conclusively be determined.